Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. Same patient as MFR# 2134265-2012-03847. It was reported that during a coronary stenting treatment procedure, chest pain occurred. In (B)(6) 2010, the subject was diagnosed with unstable angina (B)(4). Cardiac catheterization was recommended which revealed a 95% stenosed target lesion located in the mid left anterior descending (lad) artery. The lesion was 7 mm long with a reference vessel diameter of 3.5 mm and treated with pre-dilatation and placement of a 3.50 x 20 mm taxus liberte stent, with 0% residual stenosis. After the placement of 3.50 x 20 mm taxus liberte study stent, the subject experienced chest pain which was treated with fentanyl IV, integrilin bolus IV and intracoronary nitroglycerine. The subject was discharged on aspirin and prasugrel, the following day.